Event description:
A report was received from (B)(6) with information stating that during testing, the alarm silence/reset led was observed to be randomly blinking. The device was reportedly not in use on a patient when this event occurred.

Manufacturer narrative:
The device was not returned for evaluation. Should additional information become available, a supplemental report will be submitted. (B)(4) .